Manufacturer narrative:
Investigation summary: inspection of the returned device confirmed both the proximal and distal marker bands were missing. The device showed evidence confirming the marker band had been properly swaged onto the device during manufacture. The device was extensively damaged with the appearance of having been pulled and stretched. The thermocouple wire were exposed and one had been pulled down the length of the catheter cutting the catheter along one side. The user stated that cutting occurred after use when site personnel pulled on a thermocouple wire. The condition of the catheter is consistent with being firmly pulled through a tight fitting hemostasis valve, stretching the catheter and stripping off the marker bands.

Event description:
Description from user medwatch form. During thrombolysis therapy the ekosonic catheter was easily removed from the cook shuttle. Contrast media injected and radiographs done. At that time two metallic artifacts were noted. Close inspection of the ekosonic catheter revealed stretching of catheter with loss of treatment zone markers. The markers were lodged in a small arterial branch and posed no danger to the pt. What was the original intended procedure? Thrombolysis of right brachial embolism. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Description of event: user was treating a brachial artery thrombus. The ekosonic device was introduced using a cook shuttle introducer sheath. At the end or therapy, when the device was being removed, the first 1/3 to 1/2 of the device was easy to remove and then increased force was required to remove the device. After the device was out of the pt, it appeared to be stretched approx 3 cm and the marker bands were gone. When contrast was injected into the introducer sheath, the marker bands could be seen exiting the sheath with the contrast material, eventually being deposited in the distal radial artery.